Manufacturer narrative:
Explanting surgeon believes there was problem with the original surgical implantation technique - stems were left long.

Event description:
Pt had rec'd an interphlex implant in 2007. Physician performed revision of 2nd mpj because of pain. When implant removed, dr found broken stem, joint fused with k-wire. No pre-or post xrays available. Product was discarded. Surgeon believe the event was due to surgical implantation technique - the stems were left long & the sphere did not sit flush with the bone. Pt currently doing fine.